Event description:
In 2007: diagnostic laparoscopy with extensive adhesiolysis and left ovarian cystectomy. Floseal applied to "large raw surfaces" and to bleeding area left pelvic sidewall beneath left ovary. Three days later: seen in office - extensive lower abdominal and labial ecchymosis consistent with subcutaneous bleeding. Patient reported her dog jumped on her lower abdomen the day after surgery. Three days later: seen for fever and increasing ly severe llq pain. CT showed approximate 2-2.5 cm suspicious area in left ovarian region consistent with abscess or hematoma. Admitted to hospital for IV antibiotic therapy. Discharged two days later. The following day: seen for increasingly severe pelvic and left abdominal and llq pain; n/v, no bm for some days, abdomen distended, tender. CT showed increasing size of area previously noted, as well as some other areas suggestive of abscess. Exam under anesthesia, exploratory laparatomy, extensive adhesiolysis, left salpino-oophorectomy. Serosanguinous fluid without pus. Sigmoid colon densely adherent to left pelvic sidewall and somewhat to anterior aspect of abdominal wall, totally covering left ovary. Pathology findings included surface foreign material, granulation tissue, eosinophil chronic inflammation, occasional multinucleated giant cells and focal areas of necrosis. Other relevant history, including preexisting medical conditions: gravida 3/para 3 female status post previous hysterectomy and right salpingo-oophorectomy. Allergic to levoquin, penicillin, asa, sulfa. This case has been reviewed based on new clinical findings and requires reassessment.

Manufacturer narrative:
This is one of three case reports from a peer-reviewed publication (thomas and tawfic. Eosinophil-rich inflammatory response to floseal hemostatic matrix presenting as postoperative pelvic pain. American journal of obstetrics and gynecology (2008) suggesting that non-irrigation of floseal may induce a specific inflammatory response with subsequent adhesion formation. While the extent of irrigation and amounts of product use have not been documented, based on recent peer-reviewed publications and similar adverse event reports, it appears biologically plausible that in the absence of meticulous excess product irrigation floseal may potentially contribute to adhesion formation. Although a detailed investigation and follow up of the relevant product application details in this case is not feasible, we categorize this report as possibly related to the application of floseal. This will be kept on file for trending purposes.